Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they have high blood glucose levels. Customer's blood glucose level went as high as 403 mg/dl. Troubleshooting was performed for high blood glucose levels. Customer was advised to change out the entire infusion set to perform high pressure test. High pressure test was performed and the device passed. Bolus history entries were all on the device and verified. The basal and bolus settings are set to give small amounts of insulin on the customer's device which is why customer was having high blood glucose levels. Customer was advised to change the entire set one more time. Troubleshooting was able to resolve all issues. Customer was sent replacement infusion set and reservoir.